Event description:
Philips received a complaint by the customer on the v60 indicating that the device will not go into standby. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse informed the customer to check average air slpm and confirm it is within tolerance. If it is showing a -1.0 or 1.0 lower or higher device will not go into standby mode. The customer is requesting sw 3.20 to perform flow calibration. Informed customer that 3.20 in no longer available. Current version of sw is 2.30. Informed customer that if average air is out of tolerance air and o2 flow sensor would need to be replaced per manufacturer. Customer requesting part number and price for flow sensor. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.